Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported a successful implant on (B)(6) 2016, but was very disappointed with the progress so far. She felt it had not been helping with symptoms and had to turn stimulation off since saturday because she felt a burning sensation all the time, even at the lowest setting. The manufacturer representative (rep) had changed it to a different program, but the patient noted the initial program had a burning sensation as well. The patient indicated she was going to leave the stimulation off until she saw her physician on (B)(6) 2016. It was later reported that a rep spoke to the patient and that the burning sensation was resolved after the patient turned down stimulation. The patient later reported that the test was wonderful and wanted to benefit from it again. The first time they put the stimulator in the patient ¿wore it¿ for 9 days. During that time the patient received a burn inside the body on the upper abdomen, which was very painful for several weeks. However, when the patient turned the device off that was the end of it. Everything cooled down and the patient had no more problems other than the pain from the burn. The second time they tried to turn it on, the patient ¿wore it¿ for 3 days and the heat became unbearable and it was hurting the burn when the patient turned it off. This time when the patient turned it off it cooled some but it took several hours for it to cool down. The last time they turned it on it started to heat up about half way home. The heat started in the lower abdomen and went as far as the neck. When the patient got home, the patient turned it off. It did cool some but it took 24 hours for it too down all the way. The patient would not turn it on again unless there was some change other than the device. As much as the patient wanted it to work, the patient saw no benefit in damaging her body. It was noted that the patient had diabetes and it took a lot to keep her insides cool as it was. The patient hoped they could work things out. The patient did not have burning since 24 hours after it was turned off, but still had very bad incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.